Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that the tlc75 instrument firing knob could not be pushed forward. Another instrument was used to complete the case. There was no consequence to the pt.